Manufacturer narrative:
At this time, the product has not been returned. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgement. The physician tried to reposition the lead and found that the helix was not functioning properly. The patient underwent surgical intervention to replace the lead. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental report was filled to provide device evaluation results. In addition, field d2 was corrected. Patient code 3191 captures the reportable event of surgery. This lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood and tissue around the helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported helix issues. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems. Regarding the dislodgement, inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgement. The physician tried to reposition the lead and found that the helix was not functioning properly. The patient underwent surgical intervention to replace the lead. No additional adverse patient effects were reported. The device was returned.